Event description:
A caller reported experiencing a cartridge alarm identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The customer stated that the issue occurred in the past, and they were able to change the cartridge and resume insulin therapy. The customer successfully loaded a new cartridge, and the issue was resolved. No additional information about the lot number was available. Cts to replace pump. Customer will continue to use current pump.